Event description:
A nurse reported that during a procedure, the system did not perform phaco. The procedure was completed with the same equipment and accessories, with a 20 minute delay. There was no pt harm.

Manufacturer narrative:
A company rep examined the system and completed a preventive maintenance. There was no problem found and no parts were replaced. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate for confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).